Event description:
It was reported that during a procedure at the user facility, the device was found to be overheating. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported overheating, and no problems were found to have caused or contributed to heat. The technician confirmed that the rotor depth was out of specification and needed to be re-shimmed.

Event description:
It was reported that during a procedure at the user facility, the device was found to be overheating. No delay, no medical intervention and no adverse consequences were reported with this event.